Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to the service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. No initial alleged complaint was identified. During the evaluation, no foam particles were noted in the airpath; however, foam degradation was observed. The device¿s sound abatement foam was replaced to address the issue. Additionally, the service technician noted dust fail contamination, and the device displayed error codes e063 (err_stuck_knob_key), e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803, as it meets the criteria for a serious injury and/or product malfunction.